Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 47 mg/dl. Customer was successfully completing set change without a no delivery alarm and then she hung up. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 47 mg/dl. The customer was treated with food.